Manufacturer narrative:
No button error alarm were noted during testing. However, unit had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the lcd window, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 160 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.